Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device change out, the pulse generator's setscrew was stuck in the header and the lead could not be removed. The device was explanted and replaced.